Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd texium closed male luer with female cap had foreign matter in the syringe. The following information was provided by the initial reporter: "particles in the syringe, user thinks it comes from the adapter. "

Event description:
It was reported that bd texium closed male luer with female cap had foreign matter in the syringe. The following information was provided by the initial reporter: "particles in the syringe, user thinks it comes from the adapter. "

Manufacturer narrative:
H.6. Investigation: a (B)(6) product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21055121. A photograph provided by the customer indicates that a white particle was present inside the syringe. Further information provided by the customer confirms that the contaminant was identified after aspiration of fluid into the syringe. A review of the production records for lot 21055121 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h.10

Event description:
It was reported that bd texium closed male luer with female cap had foreign matter in the syringe. The following information was provided by the initial reporter: "particles in the syringe, user thinks it comes from the adapter. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.